Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. A new lead was implanted as replacement successfully. This rv lead has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due lead dislodgement. A new lead was implanted as replacement successfully. This rv lead has been received for investigation. No additional adverse patient effects were reported.